Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. -the camera cable was buckled. -the electrical contacts of the video connector were discolored. -the video connector was flooded and cracked. -there was rattling in the scope mount. The reported event was not reproduced from the device evaluation result. There is a possibility that the color bar was displayed because the electronic circuit was temporarily destroyed by water entering from the cracked part of the connector and the communication failure was caused. The device was manufactured over 15 years ago, so omsc was unable to review device history record. The instruction manual provides preventive measures against cracking of the connector and water immersion inside the device. By following this instruction, omsc determined that the occurrence of the reported event can be prevented. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the color bar was displayed instead of the endoscopic image when the device was connected to the olympus video system center otv-s190. There was no report of patient injury associated with the event.